Manufacturer narrative:
(B) (4).

Event description:
An overdose was reported following a new pump and catheter implant. The patient experienced lethargy. The drug concentration was too high to deliver the dose needed and the event occurred secondary to this. The drug concentration was 25mg/ml morphine sulfate. The patient was admitted to the hospital. It was unknown if the pump was programmed correctly; no information was provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.